Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after switching out infusion set. There was no reported impact to the customer¿s blood glucose level. Customer declined to perform troubleshooting with tandem technical support.